Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a sensor error which occurred 2 days after the sensor was inserted into the arm. On (B)(6) 2024 around 8am in the morning, the patient¿s cgm (continuous glucose monitor) was providing a sensor error alert. This was discovered upon the patient waking up, and therefore, it was unknown when the sensor error had occurred or what the patient¿s last known cgm value was. The patient's feeding pump had also become unattached overnight and was leaking formula in the patient¿s bed. Since the patient was not receiving her feedings, her glucose level dropped, and the patient had a hypoglycemic seizure around 9am. The patient¿s bg (blood glucose) meter reading was low mg/dl. The patient was treated with a ¿formula bullet" (mixture of enfamil prosobee formula amino acid supplement and pediasure peptide) and the patient recovered after approximately 10 minutes. After the patient stabilized, the patient¿s mother called the patient¿s doctor and was recommended to take the patient to the ER (emergency room). At the ER, the patient¿s bg meter reading was 83 mg/dl, but the patient had begun vomiting. The patient was treated with IV dextrose fluids and zofran. The patient was observed at the ER and then discharged home later the same day. The patient was in good condition at the time of the report. Data was provided for investigation. The probable cause for "no readings", "sensor error" or "brief sensor issue" was determined to be sensor noise. No additional patient or event information is available.